Event description:
It was reported that during a ptca treatment procedure, the nc ranger balloon ruptured at 28 atms on the initial inflation. (Rbp = 20 atms.) The physician was unable to retract the catheter from the pt. The pt was sent to surgery to for removal. Pt status is reported as 'okay'. Additional information has been requested regarding this event.

Event description:
It was further reported that the complaint balloon was the third balloon used to dilate this lesion. All three balloons used were inflated significantly above rated burst pressure and for significant lengths of time.